Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿the product leaks at the ends of the tube before use¿. No puncture or open weld was observed prior to use. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Dressing, wound, occlusive. Correction to manufacture date. A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance logs have been checked and no discrepancies were found. Lot # 7j00369 was sterilized. All results were within specification and products were released in accordance to standard operation procedures. The production process, in process testing and packaging of products was run in accordance with process instructions for sterile machine gel filler. Visual inspection performed in accordance with process instructions and completed at the beginning of the order and every hour following until the order was completed. This is the only complaint for the affected lot. A photograph has been received for this complaint and has been evaluated in accordance with work instructions. The photograph confirms this is a convatec product. Looking at the photograph it appears that the crimp on the tube is the issue and is not properly formed. The crimping root cause issues found during these investigations including the crimping stations being in the incorrect position could cause the issue found in this complaint as the crimp has not been folded correctly. Since the manufacture of lot 7j00369 there has been two investigations into crimping issues on the manufacturing line. All relevant operators will be informed of this issue. This issue will be monitored through the post market product monitoring review process to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.